Manufacturer narrative:
The suspect product is the comfort curve strip.

Event description:
Pt reported she tested at 166 mg/dl and passed out due to low blood glucose. Her husband found her and as she was unable to treat herself he treated her with orange juice and she retested at 199 mg/dl. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage system: meter, comfort curve strip lot 549510 with expiration date 02/29/2008.